Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified in the hhe. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
The following sections have corrected information: h6: health effect clinical code, type of investigation, investigation conclusions.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - health effect - clinical code.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6), 164-01-14 - element-stem, collarless w/ha, std offset, sz 14. (B)(6), 170-36-00 - biolox delta femoral head 36mm od, +0mm. (B)(6), 180-01-54 - nv crown cup clstr hole 54mm group 2.

Event description:
As reported, approximately 4 years post op initial right tha, this 55 y/o male patient was revised. The patient presented to surgeons office with complaints of their total hip. The polyethylene hip liner implant was a gxl recalled liner showing wear on imaging. The patient was scheduled for a hip revision possible head and liner exchange. During the revision surgery, the femoral head was removed and the gxl recalled liner was removed. A new vitamin e xle hip liner was implanted along with a new femoral head implant. Patient was last known to be in stable condition following the event. Device is not returning - the implants were sent to the lab and legal at the hospital.